Manufacturer narrative:
A3b: gender: n/a. A4: weight: 56.2 kgs. D6b: explanted date: device was not explanted. E3: occupation: tech. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported the 6 french angio-seal was deployed in the left femoral artery post chemoembolization case. While in post care, the patient developed a hematoma in the left groin. Manual pressure was applied; however, it was not successful. The patient was taken back to the lab where the physician accessed the right groin to evaluate the left femoral access. By then, the bleeding had subsided, and no additional intervention was necessary. A second angio-seal with the same lot number was deployed in right femoral artery (by a different doctor). Once again, the patient developed a hematoma. The groin shots were viewed, and it looked like there was a hunk of calcium in the left femoral artery. There also seemed to be a small amount of calcium in the right femoral artery that could have played a part. The patient is currently in the intensive care unit (ICU) due to the reported event. The estimated blood loss was greater than 250cc's. The reported event did result in patient injury and/or required medical or surgical intervention. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential hematoma postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been procedural-related factors such as a low-stick or perforation of the artery causing a hematoma to form postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).